Event description:
It was reported by service report that the auxiliary lock did not actuate and the cot dropped. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Compression spring.